Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The wife reported that the patient has passed away on (B)(6) 2019. She stated that he had died of a brain bleed. He was using the product at the time. The patient also had liver cancer, kidney cancer, kidney stones, and strokes. Other medications being taken included atorvastatin, lisinopril, metoprolol, plavix, tamsulosin, lexapro and versalamin. The patient was hospitalized at the time of death for less than 24 hours. No further information was provided or able to be obtained.